Event description:
The initial reporter questioned high results for 1 patient tested for elecsys dhea-s (dhea-s) on a cobas 8000 e 801 module. The result from the e801 module was > 1000 ug/dl. The sample was repeated "several" times and the results were reproduced. The sample was tested by liquid chromatography-mass spectrometry (lc-ms) and the result was 93.27 ug/dl. The customer suspects an interference affecting the roche results.

Manufacturer narrative:
The e801 module serial number was (B)(6). Sample material was requested for investigation.

Manufacturer narrative:
The liquid chromatography-mass spectrometry (lc-ms) result was believed to be correct.

Manufacturer narrative:
Calibration and qc were acceptable. One sample short alarm was observed within the alarm trace data on (B)(6) 2025. No instrument maintenance issues were identified. The sample was submitted for investigation. The customer's dhea-s results were reproduced. Upon further investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.